Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
Patient reports the bite is not as desired and has an end-to-end bite. Additionally, the front two teeth on the right side is slightly down further the left. The patient has finished the treatment and is on nightly aligners but they are shifting (misaligning) the teeth. On (B)(6) byte cst (clinical support team) noted ""customer is biting edge to edge.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.